Event description:
While reporting a revision of the patient's right knee on (B)(6) 2024, rep also reported the patient had a prior poly exchange on (B)(6) 2015 due to unspecified rom issues. A 3x11 ps insert was implanted. It is unknown if a stryker rep was present for the revision. Rep confirmed that no further information will be released by the hospital or surgeon. This pi is for the revision on (B)(6) 2015.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.